Manufacturer narrative:
No prod will be returned for eval.

Event description:
The pt reported he has a small amount of condensation in the cartridge compartment of his insulin infusion device. He stated he started the device for the first time today. During troubleshooting, the pt stated that he inserted the cartridge first and then placed the adapter and infusion set on top of the device before tightening. The pt was educated on the proper procedure for inserting the cartridge in order to prevent insulin from leaking into the compartment. The pt was advised to dry out the compartment with a cotton swab. On follow up, the pt stated he has had no further issues. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.